Event description:
The subject's spouse reported that on 06/27/2000 the subject was weak, shaky, and very tired and that subject's blood glucose was approx 100-200 mg/dl per the subject's one touch ii meter. (Exact result unk). The paramedics were called and the subject was taken to the hosp where the subject's blood glucose was 464 mg/dl per the hosp meter (unk brand) approx 15-20 minutes later. The subject was admitted for the treatment of hyperglycemia. The subject's spouse cleans the meter by wiping the optics with water. Control solution testing has never been performed.